Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak.

Event description:
As reported, in 2008, this pt was implanted with gore tag thoracic endoprosthesis. At an unk date, a proximal type I endoleak was observed. Four days later, this pt underwent a reintervention in which a gore tag thoracic endoprosthesis was implanted. Post-operatively, the pt developed acute respiratory distress syndrome and expired the following month.